Event description:
Device has been explanted.

Manufacturer narrative:
[Health effect - impact code]: f2203.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports rupture and capsular contracture, baker grade unknown, as well as peri implant fluid. The device remains implanted.